Event description:
It was reported that a revision surgery was needed to remove a creo addition connector that had broken and was causing patient pain post operatively.

Manufacturer narrative:
A lateral connector was returned for evaluation along with a broken rod and set screws. Initial observation shows that the open rod connector lip and the rod were both broken. Both set screws were returned in the unlocked position. The open rod side set screw had deformation from the rod. Additional information provided that there was a nonunion, possibly resulting in the open connector lip to fracture. Further evaluation of the lateral connector revealed that the open rod side of the connector experienced unusual wear which is most likely caused from bending of the rod. It is possible that the rod experienced excessive bending causing the lip to fracture; however, an exact cause of the reported issue could not be determined.